Event description:
The user facility reported that during impella cp support, the patient¿s groin site was bleeding despite angle match and appropriate dressing. The patient was transferred back to a room in the coronary care unit. Urine was clear yellow. They were waiting for the fellow to do a bedside echocardiogram and orders were placed. A full panel of labs was pending. The groin site was bleeding mildly. The medical doctor came to the intensive care unit and perclose was tightened. Bleeding was resolved. The patient was successfully weaned from support and the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury is most likely use related since md tightened perclose and bleeding resolved. Device history review: the device passed all post sterile inspection checks.